Event description:
The manufacturer has been informed of the passing of a patient who was using a ds2adv auto CPAP device. A request was made for all communication to stop as the patient passed away. No further details were provided, and there has been no indication that the device played a role in the patient's death. The device was returned to a third-party service center for evaluation, and no issues were identified during the assessment. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.